Manufacturer narrative:
An attempt to reproduce the reported event using the cp app with 3.5.09144 installed on samsung galaxya25 (v 15.0) was conducted and the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we found that: a review of logs from (B)(6) 2025 on the server side shows no 500 errors related to the endpoint /system/cpapp/app.cp.supported.countries at either the apache or backend service level. And as we see timeout exception on the app side, it means that the request failed with a timeout and did not reach the backend. Dashboard analysis for the past 15 days indicates the user was actively using the application from (B)(6). During this period, the newpatientdatareceived event occurred, confirming the app was functioning and receiving new data from the server. These findings confirm the issue was not serviceside and was most likely due to a local network/environment condition on the user side. Issue confirmed. Steps to resolve / recommendation. 1)to assist with resolution, we advise the user to verify local network conditions (stable internet, vpn/proxy/firewall settings, dns reachability) and retry the request. 2)capture diagnostics if the issue recurs: 3)network path details (public ip, vpn in use), and any local error messages/screens. 4) if reproducible, request the user to attempt via an alternate network (mobile hotspot vs. Wifi) to isolate the environment factor. Outcome: based on restored and reviewed logs (no serverside errors) and observed successful app usage/events (B)(6)), there is no issue on server side. The helpline will inform the customer of the findings and monitor for any further reports. We are proceeding to close this ticket as helpline dint provided any feedback on the recommendation steps shared. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no carelink connection. The customer reported no adverse event. The event involved product(s) mmt-6112. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6112.